Event description:
It was reported that during implant, the helix mechanism could not be extended or retracted. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(6) the full lead was returned and analysis revealed that the helix was disengaged from helical channel. It was also noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), and there was blood in/on the helix/lobe mechanism.